Event description:
In late 2008, the reporter contacted (lfs) alleging her father only received his replacement meter on the same day, from a call that was placed two days prior. On the same day, the pt ate lunch at 12:00pm, and then his daughter tested his blood glucose at 1:14pm and reportedly obtained a 31 mg/dl. The pt did not exhibit any symptoms and at 2:00pm, he ate a slice of cake. The lay reporter wanted to test her father's blood glucose in the evening; however, his meter would not display a reading. The reporter mentioned that the meter did not show any error messages. She does not recall what the meter actually displayed. She did not attempt to test her father's blood glucose after that day, on his meter. The reporter contacted lfs on the same day in regards to a replacement meter. Lfs sent the pt a meter and control solution and the reporter mentioned that she was going to ask to borrow a meter from the pharmacy in the meantime. On original date, the reporter mentioned that she did not get a meter from the pharmacy, and on the morning two days prior, the reporter had to contact emergency services, since her father's behavior was "curious". The pt could not talk correctly, and he could not move his arms. She thought he was having a stroke. When the ems doctor arrived, he tested the pt's blood glucose and reportedly obtained a 21 mg/dl. The pt was taken to the hospital and was given a glucose infusion injection and stayed overnight in the hospital. The pt was released from the hospital, the following day. The pt usually tests his blood glucose once a day. The pt does not take any insulin and only takes an oral medication once a day. While on the phone, the customer care advocate (cca) had the pt run a blood glucose test on the subject meter and was successful. Cca sent the pt a replacement product. The complaint is being reported since the pt was reportedly unsuccessful to test their blood glucose based on the alleged issue and allegedly suffered hypoglycemia the following day. The pt reportedly received medical intervention and was admitted in the hospital for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.